Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose readings, history anomaly and prime/fill anomaly. The customer's blood glucose value was 424 mg/dl. The customer treated with 5 units via humalog. The customer's current blood glucose was 401 mg/dl. The customer had symptoms such as nausea and headache. The customer stated that the history anomaly was not reflected with what she bloused. The product was returned for analysis.

Manufacturer narrative:
The insulin pump passed the self -test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and the displacement test. Pump primed properly. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No delivery or history anomalies noted during testing. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.